Manufacturer narrative:
(B)(4) this report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A patient's daughter called technical services for help on cancelling treatment as she was not feeling well and needed to go the hospital. Follow-up with the peritoneal dialysis (pd) nurse confirmed the patient was admitted to the hospital for a week due to a pleural effusion that was treated with thoracentesis. Medical records were requested.

Manufacturer narrative:
Complaint sample is not available, and the lot number of product involved in this incident is unknown. However, a sales and shipping search to the client within the time frame of three months before the date of occurrence. According to the sap system no product was available from this lot on distribution centers to be analyzed. The entire lot has been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed to the clinical event.